Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.15 on a pt presented with severe shortness of breath. On (B)(6) 2011, I-stat, time: 10:40, result: 0.15; I-stat, 10:53, 0.00 same draw; vista, 11:12, <0.02. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).